Manufacturer narrative:
Other relevant device(s) are: second valve product ID: evolutpro-26-us, serial/lot #: (B)(4), ubd: 12-nov-2020, UDI#: (B)(4); third valve product ID: evo lutpro-26-us, serial/lot #: (B)(4), ubd: 12-nov-2020, UDI#: (B)(4). (B)(4). Product analysis: the devices remain implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during deployment, the physician pulled back on the delivery catheter system (dcs) prior to full release of the valve paddles and the valve dislodged into the sinuses. A second 26mm valve was implanted. However, as the femoral access site was closed, the systolic pressure decreased and a coronary occlusion was noted due to the position of the second valve. Both valves were snared to the ascending aorta and a third valve was successfully implanted. The patient went into torsades de pointes ventricular tachycardia, a guidewire was taken down to engage the coronaries; the guidewire was placed in the left coronary system and the left main was stented, but the heart stopped and the patient subsequently passed away in the catheter lab. It was noted that an autopsy will be performed on a later date, but the valves will not be returned for analysis.

Manufacturer narrative:
Additional information was received that an autopsy was not performed. If information is provided in the future, a supplemental report will be issued.